Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular extrasystole with a thermocool smart touch sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the physician recognized cardiac tamponade symptoms. Tamponade was confirmed with intracardiac echocardiography (ice). Pericardiocentesis was performed to remove the fluid from the pericardium. The patient was reported to be in stable condition and required of extended hospitalization for observation purposes. The physician did not raise any objections to smart touch catheter or any other bw equipment used during the procedure.